Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: neu_refillkit_acc, lot# unknown, product type: accessory. (B)(4).

Event description:
Additional information received reported that it was not determined if the correct technique was being used for refills. It was noted the health care providers (hcp) had the same issues with unknown patients with pumps from other manufacturers.

Manufacturer narrative:
(B)(4)

Event description:
Additional information was received and it was reported that the patient was heavily sedated exhibiting signs and symptoms of opioid overdose. Per this reporter the symptoms typically lasted for 6 hours and resolved. The physician was sure that there was not a pocket fill because the symptoms were mild and resolved quickly.

Event description:
It was reported that the patient felt as though they were being overdosed after the refill. The hcp (healthcare provider) was concerned that there was leakage through the septum of the pump or perhaps part of the needle was causing overdose. The refill volumes were accurate. It was unclear if the patient went to the ER (emergency room). It was noted that the effects lasted 3-4 hours. It was later reported that immediately after refill, it was as if 1 ml or less of medication had leaked into the pocket. The patient experienced hypotension and transient dizziness. The patient recovered within a few hours with no further issues. The physician thought that the diaphragm of the pump was failing. This was the only conclusion he could draw. No troubleshooting had been performed because there were no volume discrepancies. The volumes at the time of refill are pretty much what they were expecting. The pump was delivering bupivacaine, clonidine, and dilaudid. Additional information has been requested, but it was not available as of the date of this report.